Event description:
Patient's ambulatory infusion pump for home chemotherapy was found to be malfunctioned. The infusion pump was not keeping the settings that was programmed on the pump for the chemotherapy infusion. New infusion was issued to the patient.